Event description:
Pt had uneventful shoulder surgery but developed post-operative chest pain and liver inflammation. Pt also rec'd IV ancef 1 gm, fentanyl 150 mcg, midazolam 2 mg, propofol 895 mg. Upper extremity block with 15 cc 0.5% bupivicaine and 15cc 1.5% mepivicaine. Percocet for post-op pain.